Event description:
A journal article was reviewed that contained information regarding this lead. The patient experienced anodal stimulation with capture at the anode (rv coil), which was not corrected intraoperatively. Lead status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "anodal stimulation: an underrecognized cause of nonresponders to cardiac resynchronization therapy." Indian pacing and electrophysiology journal. May 1 2011;11(3):64-72.